Manufacturer narrative:
(B)(4). D10: cat#: 650-1055, lot#: 3249007, cer bioloxd option hd 28mm. The product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient underwent a left hip revision due to dislocation of constrained liner and head. A new constrained liner and head were implanted. Attempts have been made and no further information has been provided.